Manufacturer narrative:
Company representative evaluated the unit. Corrections included replacement of the unit's spo2 connector and cable, and reseating the internal connections. Unit was calibrated and safety tested to factory's specifications.

Event description:
Customer reported an issue with the passport 2 monitor, which may have affected spo2 monitoring. No patient injury was reported.